Event description:
It was reported that the pump touch screen was cracked and unreadable resulting in the blood glucose (bg) level reading high. The customer provided a correction injection to address the high bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable resulting in the blood glucose (bg) level reading high. The customer provided a correction injection to address the high bg. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
B5, h6.